Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device had a vent failure during use. The patient was bagged and the case was completed. There was no patient injury reported.

Manufacturer narrative:
As further reported, the biomedical technician evaluated the logs on-site in follow-up to the event and found codes pointing to an issue with the ventilator motor. It was determined by the dräger technical support team that the current motor will need to be replaced consequently. However, neither the logfile nor replaced parts were available for investigation, therefore, the exact root cause for the reported symptom could not be finally determined. In case the apollo shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case, automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Based on the reported codes found in the logfile, most likely a faulty motor asm. Has caused the reported symptom. The motor asm has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. The kollmorgen motor asm, that was installed in the objected device, has been designed for a durability of 10 years (5 hrs/day, 5 days/week, 52 weeks/year, 13000 hours). The involved motor is approx. 11 years old (device manufactured in 09/2008). After replacement of the motor asm, the device was tested and returned to use without further issues reported; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.